Manufacturer narrative:
Lot 8122825: (B)(4); lot 8436301: (B)(4); lot 8672059: (B)(4). Additional devices implanted and/or related to this event: tgt3720/8436301 and tgt4020/8672059. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2011, the aneurysm measured 60mm. Follow up dates and aneurysm measurement: (B)(6) 2011, 65mm, (B)(6) 2012, 55mm, (B)(6) 2013, 49mm, (B)(6) 2014, 46mm. There is aneurysm enlargement of 5mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.